Manufacturer narrative:
On 10 june 2016 the medical affairs director performed a clinical evaluation and commented as follows: tha dislocation few weeks after primary operation. It is conceivable that the soft tissues of the right hip were not tense enough, although leg length discrepancy looks within customary tolerances. In these cases, replacement of the head with a longer one can be a good solution that implies a short operation but no removal of component in contact with bone. The stem and cup appear to be implanted correctly. No reason to suspect that this occurrence is related to a faulty device. Batch review performed on 15 june 2016. (B)(4): not available.

Event description:
Revision because of luxation. The head has been replaced with an xxl size.